Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative. It was reported that ¿patients had surgery and they used cautery, got too close to the system, and flatlined all the programming.¿ the manufacturer representative had to meet with patient to reprogram. It was stated that they had no recollection of these events, and they were more anecdotal in nature. There were no patient complications reported as a result of this event.